Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that before the lead was implanted, measurements were performed with the pacing system analyzer (psa). It was then reported that the lead was not sensing, not pacing, and there was varying resistance/impedance. The lead was not implanted. No patient complications have been reported as a result of this event.